Manufacturer narrative:
The reported allegations of spline inversion and spline bunching are confirmed. Based on the information provided within the event description, and the photos attached to this complaint which shows the spline bunching, basic troubleshooting of the catheter did not resolve the issue, replacement of the catheter did. The reported allegation of spline planarity and difficult to withdraw are not confirmed. The device has not been returned to bsc for analysis, and no photo/video evidence of this failure was provided.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, the farawave pulsed field ablation catheter experienced a cobra shape array in the left inferior pulmonary vein (lipv). The catheter was retracted into the sheath, rotated to correct the splines but the issue remained. The catheter was removed from the body and attempts were made to manually correct the splines but was unsuccessful. Additionally, it was mentioned that the catheter had difficulty being withdrawn from the body and the catheter was deployed without the guidewire. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The catheter is expected to return for analysis. It was further reported, clarification was provided, the catheter was not deployed without the guidewire and the catheter was able to be withdrawn successfully from the patient. There was no tissue observed on the tissue tip and the catheter is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, the farawave pulsed field ablation catheter experienced a cobra shape array in the left inferior pulmonary vein (lipv). The catheter was retracted into the sheath, rotated to correct the splines but the issue remained. The catheter was removed from the body and attempts were made to manually correct the splines but was unsuccessful. Additionally, it was mentioned that the catheter had difficulty being withdrawn from the body and the catheter was deployed without the guidewire. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The catheter is expected to return for analysis.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, the farawave pulsed field ablation catheter experienced a cobra shape array in the left inferior pulmonary vein (lipv). The catheter was retracted into the sheath, rotated to correct the splines but the issue remained. The catheter was removed from the body and attempts were made to manually correct the splines but was unsuccessful. Additionally, it was mentioned that the catheter had difficulty being withdrawn from the body and the catheter was deployed without the guidewire. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The catheter is expected to return for analysis. It was further reported, clarification was provided, the catheter was not deployed without the guidewire and the catheter was able to be withdrawn successfully from the patient. There was no tissue observed on the tissue tip and the catheter is expected to return for analysis.